Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During analysis, the subject guidewire distal tip was noted to be overly shaped, the guidewire was noted to be kinked/bent at 34cm from the proximal end and the guidewire ptfe coating was noted to be peeling in multiple areas to 32cm from the proximal end. During the functional inspection, the subject guidewire was advanced through a flushed demonstration sl-10 microcatheter, insertion in to the hub was difficult due to the distal tip shape of the guidewire, friction was noted as the guidewire reached the distal end of the microcatheter. A demonstration torque was used to rotate the guidewire as per the dfu, no anomalies were noted. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no damage was noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was moderately tortuous. Resistance was encountered during delivery, when the guidewire was manipulated at proximal, the distal part could not be 1:1 rotated relatively to reach the distal of lesion. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. It is probable that the resistance encountered during the procedure is due to the shape of the distal tip and the tortuosity of the patient¿s anatomy. An assignable cause of handling damage will be assigned to the as reported and as analyzed 'guidewire difficult to insert' as well as the as analyzed ¿guidewire distal tip irregularly shaped', 'guidewire ptfe coating peeling' and ¿guidewire kinked/bent' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. An assignable cause of procedural factors will be assigned to the as analyzed 'guidewire friction' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was initially reported that when delivered the guidewire(subject device) to go into microcatheter, resistance was encountered. There were no clinical consequences to the patient reported as a result of this event. Analysis of the returned device revealed that the subject device nd it was discovered that the subject guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling. There were no clinical consequences to the patient reported as a result of this event.